Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was moisture in the reservoir compartment. Troubleshooting determined that the leak was past both o-rings. Blood glucose level at the time of the incident was 264 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.